Event description:
It was reported that a pump experienced system error 322. It was also reported that there was no pt incident.

Manufacturer narrative:
(B)(4). The device was rec'd and evaluated by baxter. Physical inspection found that the mechanism screw, which holds the upper latch switch bracket to the mechanism and in the front case, was extremely loose. The gap between the hook and switch bracket was found out of specification (0.030"). The correct specification for this gap is (0.020"). System error 322 will occur when the pump transitions from the door open state to the door closed/set loaded state and the lower link switch does not activate. The upper auxiliary was replaced due to the combination of these factors and to proper function.